Manufacturer narrative:
D3: correction. H3: one device was received for evaluation. Service history found no previous repairs. The event history log was reviewed and there are no errors related to the customer complaint. The reported complaint was confirmed. The root cause of the issue was a defective printed wiring assembly (pwa). The pwa was replaced to fix the issue. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an error code 45639. This occurred during testing, and there was no patient involvement.